Event description:
Additional info provided by the implanting surgeon indicates the pt's discomfort has resolved. However, pt's visual aberrations continue. The pt's visual acuity is 20/25.

Event description:
A consumer reported that following implantation of an intraocular lens consumer experiences "burning rays of light, spasms on bottom of eye, distorted in large area, colored part of eye smaller than other, looks like lazy eye, lid closes when tired, flickers when moving eye". The association between these symptoms and the intraocular lens is not known. Additional info has been requested from the implanting surgeon.